Manufacturer narrative:
PMA/510(k) #: unknown zilver vascular device potential 510k #: p050017/s002 and s003, p050017/s006. Device evaluation: the zilver vascular self-expanding stent of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilver vascular self-expanding stents are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use (ifu0041-7) states the following: "this product is intended for use in the iliac arteries" there is evidence to suggest the user did not follow the IFU. The japanese packaging insert (c-es1207m03) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause of off-label use was identified from the available information. The device was placed in the portal vein which is off-label use. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation. (B)(6) - ¿benign portal vein stenosis after pancreaticoduodenectomy¿ off label use: six patients underwent percutaneous transhepatic pv stent placement for benign pv stenosis (one patient with refractory ascites was observed without intervention, considering his age and general condition). A percutaneous transhepatic procedure was performed for pv stent placement under local anesthesia. A self-expandable metallic stent (e-luminexx [bard, tempe, az, USA] or zilver [cook, bloomington, in, USA]) was placed into the pv across the constricted part by an experienced interventional radiologist. Postoperative pancreatic fistula developed in five patients. The median interval from surgery to stent placement was 43.4 (8.2¿95.1) months. Over the long term, all of their symptoms improved after stent placement, although one patient (case 2) experienced recurrent bleeding from jejunal varices at 3 years after stent placement. In that case, oral warfarin was stopped and there has been no further recurrence. The median interval of stent patency was 69.9 (14.5¿103.9) months. The median duration of anticoagulation after stent placement was 55.6 (30.6¿112.3) months. ¿clinical input confirms all patient outcomes are not device related¿.

Manufacturer narrative:
PMA/510(k) #: unknown zilver vascular device potential 510k #: p050017/s002 and s003. P050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Katsuhisa ohgi - ¿benign portal vein stenosis after pancreaticoduodenectomy¿ off label use: six patients underwent percutaneous transhepatic pv stent placement for benign pv stenosis (one patient with refractory ascites was observed without intervention, considering his age and general condition). A percutaneous transhepatic procedure was performed for pv stent placement under local anesthesia. A self-expandable metallic stent (e-luminexx [bard, (B)(4), USA] or zilver [cook, (B)(4), USA]) was placed into the pv across the constricted part by an experienced interventional radiologist.